Event description:
It was reported that during an upgrade it was noted under fluoro that the right atrial (ra) lead had pulled back and it was not capturing at max output. The lead was capped and replaced on (B)(6) 2024. The patient is in stable condition.